Manufacturer narrative:
No code available is to address helix damage.

Event description:
It was reported that after system implant, the right atrial lead was dislodged. Lead revision was attempted; however, it was noted that the helix was broken and would not extend. A new lead was used. The patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.